Event description:
It was reported the pt had lost stimulation. An impedance check was performed and revealed invalid contacts. The pt regained stimulation via reprogramming, but inadequate coverage is present. In turn, the pt was provided with a new program to try in the meantime.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.